Event description:
Dr was using this protack for a laparoscopic hernia repair. He fired the protack and found out that it shot out two tacks at a time rather than just one. And it did not tack the mesh properly. That's when he informed room staff including or rn and scrub tech. We then took the defective protack off the field, sequestered it and gave him another one which worked fine.

Event description:
Dr was using this protack for a laparoscopic hernia repair. He fired the protack and found out that it shot out two tacks at a time rather than just one. And it did not tack the mesh properly. That's when he informed room staff including or rn and scrub tech. We then took the defective protack off the field, sequestered it and gave him another one which worked fine.